Event description:
Additional information from the patient reported they were not sure what the circumstances were that led to their sudden loss of therapy, it just wasn't effective. They had already increased the intensity level and they were new at it. They stated they were instructed to change to program 2 and they gradually increased intensity on program 2. Since that time, they have continued to increase intensity and they have reached 5.0. The patient recently had another time period where therapy was inadequate, but they continued increasing intensity at 1 or 2 levels at a time. They stated they increase intensity every 10 days or so.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. She started to have some symptom return 2 days ago, (B)(6) 2016. She increased stimulation. Today, (B)(6) 2016, she had 3 big accidents and had increased stimulation again. Stimulation was felt. There was no trauma or fall that could be related to this issue. The change in therapy/symptoms was considered sudden.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the sudden return of symptoms was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.